Manufacturer narrative:
Investigation summary: a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It was reported that unspecified bd¿ catheter leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, when the nurse was giving the patient a indwelling needle, the catheter leaked, which caused secondary injury to the patient and affected the treatment. Gave the patient to replaced the indwelling needle immediately.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ catheter leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, when the nurse was giving the patient a indwelling needle, the catheter leaked, which caused secondary injury to the patient and affected the treatment. Gave the patient to replaced the indwelling needle immediately.